Event description:
It was reported that the customer had an unexpected restart and external ram error. The customer blood glucose level was 450 mg/dl. Customer treated the high blood glucose level with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.